Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(4), ubd: 16-dec-2019, UDI#: (B)(4); product ID: 3389-40, serial/lot #: (B)(4), ubd: 22-jan-2020, UDI#: (B)(4). Device and patient codes are reflective of the allegations against the leads. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had an infection around the brain leads; puss was observed. No factors were known to have led or contributed to the issue. No known diagnostics/troubleshooting performed. The brain leads were both explanted and the issue was resolved.